Event description:
It was reported that the customer¿s pump had a cracked or shattered touchscreen, and the pump's screen remained black even after startup. There was no reported impact to the customer¿s blood glucose level. The customer arranged for the device to be returned, with a replacement pump already identified. There was no information provided regarding backup insulin therapy.